Event description:
It was reported that the pt suffered from a pertrochanteric fracture and was implanted with a sulox head and an avenir mueller stem roughly on (B)(6) 2012. The 6 weeks after implantation, due to a broken ceramic head, the pt underwent revision surgery on (B)(6) 2013. Notes: complaint re-opened on (B)(4) 2013. As part of a correction action which was initiated on the 10/21/2013 ((B)(4)), this complaint has to be reported to FDA retrospectively.

Manufacturer narrative:
Evaluation report is as follows: reported complaint: pt was revised due to head breakage 6 weeks after implantation. The products were unable for investigation. No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. The provided x-ray (date was not indicated) showed a broken head. Based on the given info and the results of the investigation, we were able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).